Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a scratched lcd and a worn upstream sensor seal. Review of the event history log (ehl) showed system fault. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to fluid ingression. As a result, the mpu board and lcd lens were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has alarmed error code 46228, also has scratches on the screen. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.